Manufacturer narrative:
(B)(4). One flexiva 200 laser fiber was received for evaluation. The fiber was returned broken into two pieces. The first piece measured approximately 106.5 cm from the top of the connector to the break. The second piece measured approximately 21 cm from the break to break. The remainder of the fiber including the distal tip was not returned. The overall length of the returned fiber measured approximately 127.5 cm. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a ureteroscopy with laser lithotripsy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, the laser fiber was noted to be broken into two pieces when the nurse opened the package. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.